Manufacturer narrative:
(B)(4). Initially this event was reported as a reportable malfunction. Upon further review it was determined that this event does not meet the criteria of a reportable complaint. MFR# 006058 was reported in error. Please disregard initial reporting of this event since this has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that the report was submitted in error. (B)(4) did not occur and therefore the criteria of a reportable complaint is not met as per the code of federal regulations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.